Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that using the returned catheter to perform an insertion test, the lead passed through/out the tip of the catheter. No anomalies was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the physician had difficulty inserting the his lead through the hemostatic valve of the delivery catheter resulting in damage to the helix. The lead was removed and another his lead was attempted, but the lead would not extend past the distal bend of the delivery catheter. After multiple attempts of trying to advance the lead to no avail, the second his lead was removed and replaced. No patient complications have been reported as a result of this event.